Event description:
The customer observed a non reproducible, and higher than expected vitros tropi es result from a patient sample processed on a vitros eci system (tropi es = 0.808 ng/ml vs. Tropi es = 0.023 ng/ml). The higher than expected vitros tropi es result was reported from the laboratory. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. A corrected result was issued by the laboratory. There was no allegation patient harm. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-repeatable and higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros eci system. Service actions were performed to optimize system performance; however, pre-service within run precision testing performed to verify instrument performance was within acceptance criteria. Historical vitros tropi es quality control results revealed no performance issues. Therefore, there is no indication that a reagent or instrument issue contributed to the event. The investigation confirmed that the sample was not processed in accordance with the sample collection device manufacturer's recommendation. Therefore, poor sample processing cannot be ruled out as a contributing factor. A definitive root cause for the event could not be determined.